Event description:
It was reported that; the cage was implanted on (B)(6) 2016 at the l3-4 level. During surgery the 6-9mm cage was fully expanded to 9mm. Surgery successfully completed. Post op x-ray on day 1 showed full cage expansion. On (B)(6) 2016 surgeon informed me that the cage on this patient had collapsed. Rep was present for this case and insured that device was used correctly.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: a manufacturing review of the implanted device was performed and indicated no discrepancies or anomalies. Based on the fatigue testing results, the surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g. Substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Details regarding patient weight, height, activity level, and lifestyle were not provided and cannot be evaluated. According to IFU, these may be contributing factors of possible device failure. Conclusion: the reported device remains implanted therefore a plausible root cause cannot be identified conclusively.

Event description:
It was reported that; the cage was implanted on (B)(6) 2016 at the l3-4 level. During surgery, the 6-9mm cage was fully expanded to 9mm. Surgery successfully completed. Post op x-ray on day 1 showed full cage expansion. On (B)(6) 2016 surgeon informed me that the cage on this patient had collapsed. Rep was present for this case and insured that device was used correctly.